Event description:
The pt's right hypogastric artery was coil embolized in preparation for the aaa procedure. Main body and iliac leg grafts were deployed without complication. Viewing of the device placement during the post angiogram noted a stenosis in the proximal portion of the contralateral leg graft. Leg graft was re-ballooned with no evident resolution to the flow defect through the graft. An iliac leg extension was selected for deployment inside the contralateral leg and deployed at the corresponding location of the restricted lumen. Leg extension was molded with an angioplasty balloon catheter, observed to resolve the impingement on the graft lumen. An examination of the conclusion angiogram noted good flow through the graft and a patent left hypogastric artery. Physician then proceeded to perform a planned left femoral to left hypogastric bypass procedure. Aaa repair procedure was deemed successful.